Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep retrieved the log files, and determined that the voltages were low at the workstation. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would exhibit intermittent communication failure error messages. No patient injury was reported.